Manufacturer narrative:
Company was informed of an implant removal surgery that was performed 4.5 months following an anterior talo-fibular ligament repair. No imaging was provided. Removal surgery was performed successfully. It was noted that the removed implant was not intact. The actual device could not be examined as it was not provided to the company. A product investigation was performed for this device. Based on internal analysis of records, procedures, and surgeon's feedback there is no indication of a design, manufacturing or process issue affecting implant safety or effectiveness. Based on the information available the root cause of the swelling and pain which lead to the removal surgery could not be determined. As the company cannot rule out the possible contribution of the device to the event, out of an abundance of caution, this event is being reported. Company continues to monitor these events as part of post market activities. Additional report from the manufacturer relating to this event is: #3014554088-2022-00007.

Event description:
Removal surgery due to local swelling and pain 4.5 months following an anterior talo-fibular ligament repair. The single suture anchor that was used in the procedure was removed.